Event description:
During review of the programming history available to the manufacturer, it was noted that a faulted diagnostics had occurred that resulted in an unintended change of the patient's settings. A final interrogation was not performed. This was not discovered and corrected by the physician until (B)(6) 2005. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.